Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient states since implant she would use the patient programmer and when she tried to increase stimulation or adjust the programming the ins would turn itself off. Patient states this has been happening off and on since implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was rec'd from the rep. The patient recorded the following instances where she felt a return of pain and checked the status of the device to find that it was off: (B)(6): at 8:30am the patient noticed stimulation was off. When the ins was interrogated the controller showed the ins was off and when turned back on the stimulator was at 80%. The patient claims that she did not charge prior to turning the ins on. (B)(6): at 8am the patient noticed stimulation was off. This occurred when the patient was changing from group c to a and the ins was at 30%. (B)(6): the controller was charging and the ins was at 100% when stimulation was turned back on. The patient was not in the same room as the controller when the stimulator turned off. (B)(6): the patient was trying to change between programs, when completing the operation to change groups the patient controller showed stimulation was off and the patient turned stimulation back on. The caller provided the following information from the stim diary: 9/11 shows 60% therapy usage 9/16 shows 100% the ins depleted and therapy turned off on sept 2nd and sept 9th device time is approximately correct, the ins time was (B)(6) at 12:25 10 minutes off.

Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that the patient was able to turn stim right back on when she notices it is off. The issue has not occurred since the patient spoke with rep last onv(B)(6) 2020. Before that issue occurred on (B)(6) 2020 and the weekend before that. The usage diary shows therapy unavailable (B)(6) 2020. The recharge diary goes back to (B)(6) 2020 and does not show the ins going lower than 20%. The patient had adaptive stim set up today. The rep confirmed that each position has settings as to avoid the patient thinking is off when it could be the position does not have ma set. The patient was advised to keep a log of when the issue occurs. The rep plans to attend the next appointment and will pull session logs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: g4 date corrected to 2020-09-25. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that starting on (B)(6) 2020, the patient noticed that their pain will return and become bad even though they aren¿t doing anything. They then will check their patient controller, and it shows that stimulation is off and they manually have to turn it back on. The patient is on high dose settings, but they don¿t let the implantable neurostimulator deplete and typically just top it off every 2-3 days.